Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient reported difficulty with their device. It was noted that they had problems with charging and the therapy effect. Impedance values were found to be high. It was also noted that the patient¿s lead was replaced and the event was resolved. No further complications were reported or anticipated.